Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, genital haemorrhage, abdominal pain, pelvic pain, back pain, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 0. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 8-jun-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of device dislocation ("migration of the essure device to the abdominal or pelvic cavity"), uterine perforation ("perforation of the uterus, fallopian tubes or other organs"), fallopian tube perforation ("perforation of the uterus, fallopian tubes or other organs"), embedded device ("embedded within the right and left cornua are metallic coils.") And genital haemorrhage ("excessive bleeding") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy (with essure)"). The patient had a medical history of vaginal discharge, uterine fibroids, abdominal pain, dysmenorrhea, parity 1, asthma, alcohol use, gravida I, overweight, muscle pain and anginal pain. On (B)(6) 2010, the patient had essure inserted. Essure was removed on (B)(6) 2020. An unknown time later she experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), embedded device (seriousness criterion medically important), genital haemorrhage (seriousness criterion medically important), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), pregnancy with contraceptive device ("unintended pregnancy (with essure)"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, genital haemorrhage, abdominal pain, pelvic pain, back pain, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved. The outcomes for embedded device and pregnancy with contraceptive device were unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, embedded device, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2012: findings: there is circumferential mucosal thickening noted of the maxillary sinuses. Mild mucosal thickening is also noted of the ethmoidal sinus. Circumferential thickening is also noted of the sphenoid sinus. There is occlusion of the right osteomeatal complex secondary to mucosal thickening. The left osteo metal complex is patent. There is a small bony spur identified extending towards the right side. [Pathology test] on (B)(6) 2020: clinical history: fibroid uterus source of specimen: uterus and cervix, bilateral tubes gross description: embedded within the right and left cornua are metallic coils. Diagnosis uterine cervix with no significant histopathologic abnormalities. Uterine corpus with: secretory endometrium negative for hyperplasia and malignancy. Adenomyosis: multiple leiomyomas, intramural and sub serosal. Bilateral fallopian tubes with no significant histopathologic abnormalities. Intratubal essure coils identified [pregnancy test] on (B)(6) 2010: negative [ultrasound scan] on (B)(6) 2010: findings uterus: hysterectomy right ovary: measures 3.0 x 2.3 cm; 6.5 ml left ovary: measures 3.7 x 2.7 cm; 14.2 ml impression: a hemorrhagic cyst left ovary. The soft tissue mass adjacent to the left ovary and in the midline may be postsurgical in origin and follow up is indicated this regard in months¿ time. A pelvic abscess was not identified quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 12-oct-2023: medical record received. Event device embedded added. Medical history, lab data, reporter information updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('migration of the essure device to the abdominal or pelvic cavity'), uterine perforation ('perforation of the uterus, fallopian tubes or other organs'), fallopian tube perforation ('perforation of the uterus, fallopian tubes or other organs') and genital haemorrhage ('excessive bleeding') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy (with essure)". On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criterion intervention required), uterine perforation (seriousness criterion intervention required), fallopian tube perforation (seriousness criterion intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("chronic abdominal pain"), pelvic pain ("pelvic pain"), back pain ("back pain"), hypersensitivity ("allergic reactions"), immune-mediated adverse reaction ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy (with essure)"). The patient was treated with surgery (hysterectomy and bilateral salpingectomy to remove the essure). Essure was removed on (B)(6) 2020. At the time of the report, the device dislocation, uterine perforation, fallopian tube perforation, genital haemorrhage, abdominal pain, pelvic pain, back pain, hypersensitivity, immune-mediated adverse reaction, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression had not resolved and the pregnancy with contraceptive device outcome was unknown. Pregnancy related information: retrospective report. The patient's obstetric status was gravida 1, para 0. Last menstrual period and estimated date of delivery were not provided. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, back pain, depression, device dislocation, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, immune-mediated adverse reaction, mood altered, pelvic pain, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: that the plaintiff has suffered ongoing physical symptoms and mental anguish, despite the surgical removal of the essure device. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.